Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection found the monofilament was passed through the device in a loop. There was no debris or damage. The device was returned without the spare monofilament. A functional evaluation revealed the wheel assembly moves freely with both one finger and two fingers turning the wheels. The monofilament could be advanced further than two inches. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found statements pertaining to the proper advancement of the monofilament. Rolling the wheels forward and backward may initiate tangling or wrapping of the monofilament around the wheels. The roller wheels perform best with continuous movement in the same direction. Please note that the monofilament advances forward using rotation of wheels in a backward direction toward the user. Keeping light tension on the tail of the filament helps the roller feed smoothly. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder scope and subscapular repair procedure, the monofilament of the accu-pass advanced out of the tip only about 2 inches before it stopped. Same issue occurred with the second monofilament. The procedure was successfully completed without significant delay using the same device by taking out the second monofilament with a hemostat. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.